Manufacturer narrative:
This product is not marketed in the us. (B)(4).

Event description:
The reporter indicated that the surgeon implanted a 12.6 mm vticmo12.6, -13.00/1.5/115 (sphere/cylinder/axis), implantable collamer lens into the patients right eye (od) on (B)(6) 2018. On (B)(6) 2018 the lens was exchanged for a shorter length lens due to excessive vault. This exchange resolved the problem.

Manufacturer narrative:
Additional information: device evaluation: lens was returned dry in a micro centrifuge vial. There was clear surgical residue on product. Visual inspection found no visible damage to lens and residue on the lens surface. Claim #: (B)(4).